Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty connecting the ipg to the remote control, and was also receiving error code (B)(4) on the remote control. The patient was also experiencing frequent ipg charging. The database analysis indicated that the battery depletion rate was above the expected range. The physician suspected device malfunction. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4) the complaint of the frequent charging was confirmed. The analog ic-u1 damage resulted in the rapid battery depletion of the ipg. The ipg was linked with a test remote control without any issue after being charged. There is excessive sleep current leakage and low vh node impedance. These are the typical characteristics of the analog ic damage caused by high-voltage transient. The patient's data supported that the device characteristics change some time prior to the explant procedure. The battery usage rate increased to 702 mv per day from 42.18 mv. The reported message 0000 0000 8000 was a power on reset resulted from a reset condition, and was not considered a failure.

Event description:
A report was received that the patient was experiencing difficulty connecting the ipg to the remote control, and was also receiving error code 0000 0000 8000 on the remote control. The patient was also experiencing frequent ipg charging. The database analysis indicated that the battery depletion rate was above the expected range. The physician suspected device malfunction. The patient will undergo an ipg replacement procedure.